Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that before use of the bd pen ndl 32g 4mm hp the pen no longer accepts the needle due to design change. The following information was provided by the initial reporter, translated from french to english. One of our 16-year-old patients uses these needles with umatrope and since they have changed design, he can no longer insert them into his pen. The lot number of its box is 8331989.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pen ndl 32g 4mm hp the pen no longer accepts the needle due to design change. The following information was provided by the initial reporter, translated from (B)(6) to english. One of our (B)(6) patients uses these needles with umatrope and since they have changed design, he can no longer insert them into his pen. The lot number of its box is 8331989.